Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to experiencing setscrew damage and high out of range impedance measurements. It was decided to implant another device instead. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Microscopic visual inspection of the header revealed a loose seal plug due to damage at the top of the header just underneath the seal plug. Further inspection of the header found body fluid contamination in right atrial port. It was determined that the damage to this device was induced.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to experiencing setscrew damage and high out of range impedance measurements. It was decided to implant another device instead. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.